Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working. A replacement surgery was performed in which all components were removed and replaced. During the procedure, it was noticed that one of the cylinders had ruptured and this allowed tissue to grow into the dacron fiber layer. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.